Manufacturer narrative:
Pump was received with totally destroyed pump both electronic assembly and case.

Event description:
Customer reported that the insulin pump fell from the belt clip and got caught in the lawn mower. Customer stated that he picked up all of the pieces he could find. Customer also stated that his blood glucose level was 400 mg/dl after the pump broke. Blood glucose level at the time of the call was not provided. No further information was provided.